Event description:
It was reported that the patient presented remotely via merlin.net. The right ventricular (rv) lead was experiencing high defib impedance. Programming changes were made. The patient was stable.